Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock during three separate episodes. Technical services (ts) analyzed device episode data and found that the inappropriate shocks were due to oversensing of possible sense b artifact while programmed to the secondary vector. A chest x-ray was done. A patient-initiated interrogation (pii) was requested for additional data. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.